Event description:
It was reported that a coil unintentionally detached during repositioning at the treatment site. After the procedure residual material was found that appeared to be a coil filament extending from the facial artery at the target site to the celiac artery. The coil filament was removed, and it was confirmed that there was no residue material in the patient's body. The case was completed and there "was no health damage". A procedure was planned for a coil embolization for parent vessel occlusion of the facial artery prior to a tumor surgery by the otolaryngology department. The coil was inserted through a microcatheter that was inserted inside a balloon catheter. The balloon catheter was inflated at the proximal part of the embolization site to stop blood flow, and a coil (5 × 10) was implanted as the first coil. The coil concerned was then used as the second coil. Since the target site was quite close to the balloon and the space for filling the coil was narrow, the coil was inserted into the target site by being pulled from and pushed into the space a few times. When the pusher was pulled back to reposition the coil, the implant did not return with the pusher under fluoroscopy. Since there was no resistance, the pusher was removed from the patient, but the implant was not attached to the pusher. The physician assumed that the implant was unintentionally detached and removed the microcatheter from the patient. The microcatheter was then flushed to ensure that there was no residual material. After the balloon was deflated, angiography showed that the target site was occluded. The physician then determined that the implant was unintentionally detached and implanted in the embolization site. Afterwards a head CT was taken, and the procedure was completed with no problems. The pusher was discarded. After the procedure, a whole-body CT was taken as a precaution which revealed residual material that appeared to be a coil filament extending from the facial artery at the target site to the celiac artery. After the tumor was removed in the otolaryngology department, the coil mass that occluded the parent vessel at the target site along with the coil filament extending from there to the celiac artery were removed. Afterwards, it was confirmed that there was no residue material in the patient's body. The case was completed, and it was reported that there "was no health damage". The physician believes that this event was not caused by the coil concerned, but by the procedure (forcibly inserting the coil into the narrow space where the balloon was close the target site).

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Manufacturer narrative:
Additional information: the following day after the coil procedure, the facial tumor was removed and the coil and coil filament were surgically removed via the same wound made when the tumor was removed.

Manufacturer narrative:
The investigation found a stretched non mv product and a second stretched coil which is likely a mv coil based on specification and monofilament color. Due to the severe damage to the device, the investigation cannot determine if a condition existed that would have caused or contributed to the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.